Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes and "service required" codes were found in the ventilator's downloaded error log. The device's system board, oxygen blending module board and front panel/keypad led board were replaced to address the issues. During testing, the device failed a test step. The device's flow element assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board, oxygen blending module board and front panel/keypad led board. The system board, oxygen blending module board and front panel/keypad led board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to physical damage. The oxygen blending module board was evaluated by the manufacturer's quality assurance laboratory and the root cause was found to be sensor (u28) being out of tolerance caused by contamination. The front panel/keypad led board was evaluated by the manufacturer's quality assurance laboratory and was found to operate to design specifications.